Event description:
It was reported that this inflatable penile prosthesis was not working due to fluid loss. The device was explanted and replaced and the chronic reservoir was drained and remains in situ. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not working due to fluid loss. The device was explanted and replaced and the chronic reservoir was drained and remains in situ. No patient complications were reported.